Event description:
The customer reported that during use of this spectrum ii suture hook, 45 degrees, right in an arthroscopic bankart repair procedure on (B)(6) 2014, the tip of the hook "broke off" in the anterior tissue and could not be found arthroscopically. The surgeon opted to open the shoulder to find the broken tip, which was hidden in the tissue. The procedure was extended to an open procedure and an additional 40 minutes surgery time to remove the broken hook from the patient's shoulder. Other than the 40 minutes delay, the procedure was completed with no further complications or patient injury.

Manufacturer narrative:
On 28-apr-2014 conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip was broken off and the shaft bent. The broken portion was not returned. Further evaluation from the engineer found the damaged condition of the returned suture hook is consistent with excessive lateral force is being applied during use and the most likely cause of tip breakage is user-related. This device was manufactured on 14-aug-2013. Of the lot containing (B)(4) units, there were no other complaints received. A review of the device history record showed, there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This suture hook is a limited reuse device and the number of uses for this unit is not available. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Manufacturer narrative:
To date, this device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation. Device has not been returned